Manufacturer narrative:
Investigation summary: received one (1) used 055-d1000 tego connector for inspection. There was excessive tearing on the seal. The tego was leak tested per product specifications. There was no leakage. The tego was accessed with a male luer and found the seal had collapsed, occluding the fluid path. The reported complaint of leakage can be confirmed due to the torn seal. The probable cause of the torn seal and subsequent no flow is due to uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event occurred on an unspecified date between 06-jun-2025 and 16-sep-2025 and involved a tego¿ connector that reportedly leaked during patient use. The event was noticed after the tego's replacement. There was no harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.